Event description:
It was reported that the customer's insulin pump was stuck in the prime loop. The customer's blood glucose was 430 mg/dl. The customer stated that he was unable to exit the preparing to prime loop. Customer stated that he was disconnected. Troubleshooting was done. The customer also mentioned receiving no delivery alarms. Customer stated that he visited the doctor, who said that his insulin pump was not working. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.